Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with non-st elevated myocardial infarction on (B)(6) 2020 and a xience sierra stent was implanted. On (B)(6) 2020, the patient was re-hospitalized with other cardiovascular symptoms. The final patient outcome is unknown. No additional information was provided.